Manufacturer narrative:
The event date is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient had been experiencing pain/muscle spasms at their lead site. As a result, the patient underwent surgical intervention and their lead was explanted/replaced (with two different model leads) to address the issue.